Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient did not have a history of disconnecting both power sources at the same time. The site indicated that the patient and their spouse had been showing ¿early signs¿ of confusion and that this may have led to the reported inadvertent disconnection and possible inability to reconnect the power sources in a timely manner.

Manufacturer narrative:
Product event summary: the controller and pump were not returned for evaluation. Log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Based on the available information and applicable risk documentation, the most likely root cause of the reported event can be attributed to the reported disconnection of both power sources from the controller as described in the event details. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. In this case, the site indicated that the patient and their spouse had been showing "early signs" of dementia. There are possible patient and pharmacological factors that may have contributed to this event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ controller 2.0: serial #: (B)(4) / model #: 1420 / catalog #: 1420 / expiration date: 06/30/2018, UDI #: (B)(4), device available for evaluation: no, device manufacture date: mfg date: 06/30/2017, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s power sources were inadvertently disconnected causing a ventricular assist device (vad) stoppage. The patient became syncopal and unresponsive. The patient¿s spouse called emergency medical services (ems) and they noted that the patient¿s pupils were fixed and dilated. Ems reconnected the power sources and the pump re-started. The patient was admitted to a non-vad implanting facility. After discussion with the family, a decision was made to withdraw care and turn the vad off. The patient subsequently expired. The patient is a participant in the vad destination therapy trial clinical study.